Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor pins) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, busting connector j1 from the ca board. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.